Manufacturer narrative:
Final analysis found lead insulation degradation at 4.5 cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited insulation abrasion. The lead was explanted. The patient's condition post procedure was stable. No further information was available.